Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh which is off label usage of the device on (B)(6) 2022. (B)(6) 2022, the patient experienced a headache and vomiting while her cgm displayed 196 mg/dl. As her symptoms were not consistent with her cgm value, she went to the emergency department where her bg was 618 mg/dl. She was diagnosed with diabetic ketoacidosis (dka), admitted to the hospital for three days and treated with IV fluids, IV insulin, zofran and acetaminophen. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.